Event description:
A report was received that the ipg was relocated because it was causing rib pain. The physician relocated the pocket and the patient was reportedly doing well following the procedure.